Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6), md. History and physical. Symptomatic ventral hernia. Children ages two and four, delivered by c-section. Ventral hernia above umbilical region. Does complain of pain. Protruding preperitoneal tissue to hernia and opening can appreciated, plus presence of dehisced rectus corresponding to area. Physical examination: protruding lump to umbilical area and above. Plan: laparoscopic ventral hernia repair. (B)(6) 2007: (B)(6), md. Operative report. Diagnosis: umbilical ventral hernia with tenderness due to incarceration of pre-peritoneal fat. Operative procedure: laparoscopy, reduction of preperitoneal fat herniation into fascial defect, release of round ligament attachment to abdominal wall by electrocautery and placement of 10 x 15 dualmesh-plus-gore. Assistant: dr. (B)(6), medical student. Anesthesia: general endotracheal anesthesia. Foley catheter and nasogastric tube. ¿the patient was brought to the operating room and placed in supine position. She was given general endotracheal anesthesia, foley catheter and nasogastric tube and the abdomen was sterilized and draped in the usual manner using betadine scrub and duraprep. An incision was made at the umbilical area where direct exposure of the fascia and peritoneum allowed insertion of the 5 mm trocar and co2 insufflation of the abdominal cavity. The area of the hernia was above the umbilical opening and it contained preperitoneal herniation into the epigastric opening. Under direct vision, the 5 mm trocar was inserted at the left upper and lower abdomen and the 5 mm laparoscope was utilized to dissect and remove the herniated fat into the region above the umbilicus representing the hernia and release of the attached round ligament to anterior abdominal wall with electrocautery. Bleeders were electrocauterized. Gore dualmesh graft was inserted which was 10 x 15 cm. The four quadrants of the gore patch were tagged with #1 gore-tex sutures. ____ [sic] was inserted in the four quadrants of the abdomen and we fished the needle into the anterior abdominal wall making it stick anteriorly through the peritoneum and this was followed by tacking staples to the edges of the gore-tex mesh. The sutures therefore were anchored and seven knots were applied all around the applied stitches. Extra sutures were introduced in technique using the ___ [sic] needle and hugging the edges of the gore-tex reinforcing it to another three areas to the gore-tex. The position was perfect. We therefore allowed the gas to escape and removed all the trocars. All the incision sites were closed with skin clips followed by coverlet dressing and abdominal binder. The patient therefore was allowed to recover from anesthesia. Following spontaneous breathing, endotracheal tube was removed and the patient was moved to recovery room in satisfactory condition.¿ product identification records for the alleged gore device were note provided. (B)(6) 2009: (B)(6), md. History and physical. Recurrent ventral hernia. Had placement of 10 x 15 dual mesh graft by laparoscopic repair. In interim period became pregnant. Developed recurrence of ventral hernia and has been in and out of emergency room for complaint of abdominal pain. Attributed to ventral hernia which could easily be reduced. Had tubal ligation. Hernia around umbilicus. Most likely this might have something to do with her pregnancy. Gravida 3, para 3. Previous c-section. Abdomen revealed presence of hernia around region of umbilicus and sac could be appreciated containing most likely omentum or small bowel. Mass could be reduced. Plan: ventral hernia repair, open technique, placement of graft. I explained this is recurrent hernia most likely attributed from condition that brought about its breakdown such as recent pregnancy, rectal [sic] tube ligation surgery. (B)(6) 2009: (B)(6), md. Operative report. Assistant: dr. (B)(6). Anesthesia: general endotracheal anesthesia and the use of local marcaine. Diagnoses: recurrent ventral hernia, previous repair with graft. Procedure: ¿the patient was brought to the operating room and was placed in the supine position where she was given general endotracheal anesthesia. The abdomen was sterilized and draped in the usual manner using betadine scrub and duraprep. An incision was made above and below the umbilicus with circumventing the incision around the navel. The incision was carried down to the subcutaneous tissue, encountering the large umbilical hernia sac. The sac subsequently was opened and the hernia was opened extending upward and downward corresponding to the skin incision length. The previously placed graft intraperitoneally was noted to be no longer in position to where it used to be and had migrated away from the ventral hernia. This was carefully removed with electrocautery and the old specimen was completely taken out. Recognizing that there is enough tissue and laxity of the rectus fascia, it is obvious that the ventral hernia could be closed primarily and, therefore, I proceeded to correct this closure. Correct sponge count, instrument count was made before closing the abdomen after wound irrigation. The use of #1 prolene suture was utilized to overlap the fascia into the posterior rectus sheath with a continuous suturing using a #1 vicryl. The second suture was to suture embrocate the overlap surface anteriorly to the underlying rectus fascia with interrupted stitches of #1 prolene suture. I put about 10 stitches of this kind, followed by the edge of the fascia being exposed was again buried into the underlying rectus with the use of 2-0 monocryl sutures. With this closure, there is enough overlap of fascia on top of the other that firm closure of the abdomen was noted. Subcutaneous tissue irrigated and identifiable oozing and bleeding were controlled by electrocautery. Closure of the subcutaneous tissue accomplished with the use of 2-0 chromic catgut and the skin was approximated with the use staple. Marcaine was locally injected. 4 x 4 and coverall dressing applied. Very minimal blood loss. Correct sponge count, instrument count, needle count made at the conclusion of the procedure. The dressing applied, 4 x 4 and coverall dressing. The patient¿s condition is stable. She was moved to the recovery room. Vital signs indicates blood pressure 142/76. She had an o2 sat of 100, 90 pulse rate.¿ (B)(6) 2009: (B)(6) hospital. (B)(6), md. Surgical pathology. Accession #: (B)(6). Diagnosis: soft tissue, anterior abdominal wall, excision: hernia sac. Surgical mesh associated with fibrosis & foreign body reaction. Specimen(s) received: a: hernia sac/old mesh. Clinical data: repair of ventral hernia- hernia sac/old mesh. Gross description: the specimen is labeled ¿chatman, nichole s¿ and ¿hernia sac and old mesh.¿ it is a 5.0 cm red-tan membranous sac-like structure with some attached fat. There is no hemorrhage or necrosis. A separate 12.0 cm disc-shaped piece of surgical mesh is also present. Only a small amount of fibrous tissue and fat is attached to the surface of the mesh. Representative sections are submitted in one cassette. Microscopic description: sections show portions of a hernia sac and a separate segment of surgical mesh. The hernia sac is composed of a thick layer of fibrous connective tissue lined by mesothelium. It is congested, and it shows slight patchy chronic inflammation with mild mesothelial hyperplasia. The associated fibroadipose tissue is also slightly congested but otherwise unremarkable. The interstices of the mesh are filled with dense fibrous tissue with a foreign body giant cell reaction. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh migrated and mesh removal. Additional event specific information was not provided.